Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2011-00132. On (B)(6) 2010, the pt was implanted with the elevate anterior and apical system with intepro lite, it was reported that after the implant, the pt experienced pain and bowel obstructions. On (B)(6) 2010, the pt was diagnosed with obstructive defecation and pelvic floor dyskinesia. On (B)(6) 2010, the pt consulted a surgeon for her continuing symptoms. On (B)(6) 2011, the pt consulted another physician regarding her symptoms of pelvic pain and constipation. Physical therapy treatments were ordered, but he pt continued to experience pain and obstructed defecation. On (B)(6) 2011, the pt consulted an add'l surgeon for her symptoms, and mesh removal was recommended. On (B)(6) 2011, the pt visited another surgeon for continuing symptoms. The physician explained that the mesh was causing the pain and recommended that it be removed. On (B)(6) 2011, the pt underwent removal of mesh, and distal levatorplasty release. It was reported that after the revision procedure, the pt continued to have pain and difficulty with bowel movements, dyspareunia, leg pain, pelvic pain, has suffered permanent bodily injuries, and mental and physical pain and suffering. The report also indicated that the pt had an immune response to the mesh, and it caused inflammation of the pelvic tissue and contributed to adverse reactions experienced by the pt, including, but not limited to, removal of mesh, and portions of the female genitalia, pelvic organ repair and tissue, and nerve damage. The pt has also required the use of pain control and other medications, injected into areas of the pelvis, spine and the vagina.